Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that she has been waking up because the sensor would read around 65 mg/dl and the insulin pump goes into threshold suspend but her blood glucose would be between 150 and 170 mg/dl. Blood glucose at the time of the call was 244 mg/dl. The customer stated she stopped using the sensor because of this problem. Customer was advised about the recommended insertion and calibration process. Sensor replacement would be sent but product will not be returned.